Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed twiddlers syndrome, the pulse generator flipped in the pocket. The device was explanted. No additional information was available.